Manufacturer narrative:
The softclix pro lancet device is the suspect product.

Event description:
Reporter stated that a nurse experienced an accidental puncture, due to the lancet not fully retracting inside of the softclix pro lancet device. Reporter did not indicate if nurse sought or rec'd any treatment for the puncture. The location where the accidental stick occurred was not provided. The lancet device was not returned to the MFR for eval.